Manufacturer narrative:
On april 22, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. D6b explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old female patient underwent primary breast augmentation with 375cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively; diagnosed via mammogram. Left side has a lump of silicone per information received. The patient has consulted with the healthcare professional. As a result, the patient underwent is scheduled for replacement surgery on (B)(6) 2026. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2026, mentor became aware that the patient experienced bilateral ruptures, bilateral device migration, bilateral capsular contracture; baker grade ii, and right side implant site fluid collection. Corresponding coding have been added/updated under section h. Reason for device explant and/or reoperation: left rupture, device migration, and capsular contracture; baker grade ii. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).